Event description:
It was reported that pump experienced malfunction alarm with malfunction code that could be reset, and no events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned.